Manufacturer narrative:
Additional info has been requested. Device currently remains in the pt. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded. No conclusion can be drawn. Manufacturing records cannot be reviewed without a lot number.

Event description:
Pt reported a broken cervical plate. Pt indicated that an unk 'synthes plate' was implanted in her cervical spine. After a review of her medical records 3 years later, she learned the plate was noted as broken the same year it was implanted. The plate currently remains in the pt. Subject device has not been positively identified as synthes device.